Event description:
According to the reporter, during the procedure, the white rubber became loose and disengaged. New devices were opened but the issue was duplicated. A new one was opened again to continue. Nothing fell into the cavity. No patient injury.

Manufacturer narrative:
Evaluation summary three devices were received for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of the lot numbers reported indicates that these products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the device insulator had disengaged from all three of the electrodes. Only two device insulators were received with the electrodes. One device insulator was missing. One of the electrodes had excessive amounts of eschar on the electrode tip and under the blue heat shrink insulation. The heat shrink insulation had deformed as though exposed to excessive heat. The damage to the heat shrink allowed the device insulator to disengage. Another one of the electrodes had damage to the blue heat shrink. The heat shrink had split at the edge allowing the device insulator to disengage. The final electrode also had deformed heat shrink allowing the device insulator to disengage. The reported condition was confirmed. Three devices were received for evaluation. Boulder post market vigilance (pmv) investigation personnel are unable to determine which electrode is associated with each product line item. Damage to the shrink sleeve can cause the device insulator to disengage. The damage to the shrink sleeve indicates the device was exposed to excessive heat from either the build up of eschar on the electrode or from using too high of a power setting on the generator. The customer did not report what power settings were used in the procedure. The investigation identified the probable root cause of the reported event to be user exposing the electrode to excessive heat either by using too high of a power setting on the generator or by allowing excessive eschar to build up on the electrode blade and under the blue shrink sleeve. The excessive heating caused the observed damage and deformation of the blue heat shrink, allowing the device insulator to disengage. The instructions for use (IFU) states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.